Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported physician intended to use an in.pact pacific for the treatment of a slightly tortuous, moderately calcified lesion in the superficial femoral artery. % lesion stenosis unknown. No damage was noted to the packaging and no issues were noted during removal of the device from the hoop/tray. Device prepped as per IFU without issue. No resistance was encountered when advancing the device and no excessive force was used. It is reported a balloon twist occurred. Another balloon was used to complete the procedure. No patient injury reported. Please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: the device was returned. The hub confirmed the lot number in the product complaint report. The balloon was unfolded, dirty of blood and showed signs of twist 5 cm from the balloon proximal welding. After the decontamination, technical analysis was performed. During the analysis, negative pressure was applied on the balloon: no bubbles emerged in the water column. The balloon was inflated and observed under microscope: -2 bar: it was showing signs of twist on the balloon surface -7 bar: it was showing slight signs of twist on the balloon surface -14 bar: twist was no more detected on the balloon surface but a constriction was found in the guidewire tube underneath the balloon. After the balloon deflation, it was still possible to see slight wrinkles on the surface in correspondence of the twist. If information is provided in the future, a supplemental report will be issued.